Manufacturer narrative:
The event occurred in USA during treatment. It was reported that support was initiated, and the venous pressure did not read. The customer stated that the venous pressure was displayed during set up and priming. New information was received on 2025-05-23 that the patient passed away. Further they confirmed the hls set to be discarded.the patient passed away. As there was a pressure reading issue during treatment, which can lead to a pump stop, if the intervention was set by the user, a report is required. The exact root cause remains unknown, as the product was discarded and the requested information was not made available by the customer. However, a medical review was performed by getinge medical affairs on 2025-07-21 with following conclusion: "according to the complaint narrative, the incident in scope involved the venous pressure not reading after initiation of arteriovenous support. The customer reported that the venous pressure value was present and reading appropriately during setup and priming. No additional alarms or device malfunctions were mentioned. The product was discarded following the event and was not made available for return or evaluation. Due to the absence of returned product and the limited information provided by the customer, the root cause of the reported issue, cannot be definitively determined. However, a structured analysis of potential contributing factors, broadly categorized into external factors (related to setup, clinical use, or the environment) and internal factors (related to the device or system components themselves) may be proposed. External factors refer to conditions or variables introduced during clinical setup or use that are not inherent to the device. In this case, it is plausible that the pressure reading may have been lost due to mechanical stress applied to the hls set during handling or transport, which could lead to internal disruption of signal transmission within the sensor cable assembly. Similarly, fluid ingress into the sensor cable, during or after priming, may disrupt electrical continuity and may cause loss of pressure signal. Internal device-related factors involve potential issues within the sensor or system interfaces. One theoretical cause could be an isolated malfunction or calibration drift of the venous pressure sensor affecting only that specific pven sensor. However, in the absence of device return or further information on the sequence of events, this remains speculative. Another possible cause would be a disruption in the electrical connection between the sensor and the console, such as a disconnection or break in the sensor cable. This explanation is considered unlikely in this case because the venous pressure sensor is part of a bundled sensor cable connected to the oxygenator that also transmits other pressure readings, such as pint and part pressure, as well as arterial temperature data. If the cable had been physically disconnected or damaged, it would be expected that all sensor readings would be lost simultaneously, not just pven. Since no loss of additional parameters was reported, a global cable failure appears inconsistent with the event description. Likewise, a software or signal acquisition fault within the ECMO console may (generally) affect multiple channels and trigger a system alert, neither of which was noted by the customer. In conclusion, while a definitive root cause cannot be determined without further information or product evaluation, the circumstances of the event are more consistent with external, user related factors that impacted the circuit after priming. Internal system or component failure is considered less likely given the isolated nature of the reported signal loss. As such, the issue remains non-reproducible and inconclusive. Regarding patient outcome, the customer reported that the patient expired. No additional information on patient status, comorbidities, or any potential relationship between this incident and the patient outcome was provided. Therefore, no causal association between the failure of venous pressure monitoring and the patient¿s expiration can be established." According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2025-07-21. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. Based on the results and the provided photographical evidence provided by the customer, the reported failure "pressure reading issue" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that support was initiated, and the venous pressure did not read. The customer stated that the venous pressure was displayed during set up and priming. New information was received on b)(6) 2025 that the patient passed away and the hls set was discarded by the customer. As there was a pressure reading issue during treatment, which can lead to a pump stop, if the intervention was set by the user and the patient passed away, a report is required. Complaint ID # (B)(4).